Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient is having trouble bending the knee. Surgery is planned. Poly inserts may be exchanged during the procedure.